Event description:
General report received of an undocumented number of undocumented incidents of the male end of the tubing set breaking off into the male adapter plug. The customer reports that this is a custom primary gravity set that is used as a secondary set to infuse antibiotics and medication like tagamet. The custom set is plugged into a braun male adapter plug. The male adapter plug is connected directly to the patient's site or to a port on the IV pump tubing. The custom set can be hung for up to 48 hours. It is reported that the actual tip of the male end of the custom set is breaking off in the valve of the male adapter plug. There have been no reports of manipulation at the time of the break. It is noted when the staff goes into the patient room to do the patient assessment. The staff have been unable to remove the broken tip from the male adapter plug. The tip is lodged in the valve and has caused the valve to remain in the open position. There have been large amounts of IV fluid leaks. The staff then changes the entire tubing set-up. There have been no reports of blood loss or adverse patient events. Additional patient information was requested, but no further information was available.